Manufacturer narrative:
Due character limit e1, event site name- (B)(6), initial reporter- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra aortic balloon pump(iabp), batteries were not charging. There was no patient involved.

Manufacturer narrative:
Due character limit e1 event site address is (B)(6). Updated fields: b4, g3, g6, e1 ( event site address), h2, h6( medical device ¿ problem code ,investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) inspection found that it may be caused by a loose ac line plug, which may cause sometimes the battery can be charged and sometimes it cannot be charged. Reconnect the plug wires and test charging the battery. Cut and reconnect the wires at the power plug, and the machine was able to charging the battery normally. The device can be used normally.

Event description:
N/a.